Event description:
It was reported via repair work order that the right head side rail cable was pinched causing intermittent fowler functions. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.